Event description:
It was reported that the patient underwent a surgical procedure during which this inflatable penile prosthesis (ipp) removed due to an unspecified reason. A new ipp consisting of cylinders, pump, and reservoir were implanted. There were no reported patient complications. Despite efforts, no further information could be obtained. A supplemental report will be submitted should additional details become available. Additional information received indicated the reason for the revision was that there was a leak in the system in an unknown location and the device would not inflate. The patient outcome was reported as good.

Manufacturer narrative:
Model number/catalog number 720185-01. Serial number (B)(4). Batch/lot number 745389019. Gtin 878953005669. Description reservoir flat iz 100 ml expiration date 12/02/2013. Manufacturer date 12/19/2011.

Event description:
It was reported that the patient underwent a surgical procedure during which this inflatable penile prosthesis (ipp) removed due to an unspecified reason. A new ipp consisting of cylinders, pump, and reservoir were implanted. There were no reported patient complications. Despite efforts, no further information could be obtained. A supplemental report will be submitted should additional details become available.